Event description:
The user facility reported that the side-tube detached from the main housing of the guiding sheath while contrast dye was being injected during an angiography procedure. The contrast dye was being delivered by an acist machine at 600 psi and "8 for 16 flow rate." Reportedly, the procedure was successfully completed using a second guiding sheath and there were no pt complications.

Manufacturer narrative:
Results: are based on eval of user facility info & the returned sample; is based on quality record and reserve sample eval. Conclusions - are based on eval of user facility info & the returned sample; is based on quality record and reserve sample eval. The involved device was returned and evaluated. Visual examination confirmed that the side-tube has separated from the introducer sheath housing. Inspection and testing of rep retained samples confirmed that there were no defects or anomalies and product performance specs were met. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. While the cause of the reported event cannot be definitively determined based on the available info, the event description is consistent with over-pressurization of the tubing during power injection of contrast media. The device labeling does address the potential for such an event under certain circumstances in the warnings/precautions section of the instructions-for-use which state, "do not use a power injector through the side tube and 3-way stopcock." All available info has been placed on file in quality assurance for appropriate tracking, trending, and follow up.